Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the customer was hospitalized for low blood glucose. Customer's blood glucose was 51 mg/dl. Customer accidentally delivered a reservoir full of insulin into her system. Customer was pushing reservoir into the insulin pump because she could not get the device to rewind. Customer was wearing the device at time of hospitalization. Customer's mother was unable to troubleshoot at time of call. Customer will not be returning the device for analysis.